Event description:
The hospital reported cutting wires on two separate catheters to have broken during a single procedure. No pt injury was experienced. No add'l details on the case are available at this time.

Manufacturer narrative:
Catheter cutting wires broke during two separate incidences, rather than one as initially reported. Dr reported that he had two separate cases in which catheter cutting wire broke during procedure. Both times were broke at proximal end, near catheter entry point. On first case, a valley lab generator was used with a dial rather than an digital readout as recommended in data sheet. On seconed case, catheter was activated two times at 100 watts for 3 seconds. A valley lab generator with digital readout was used. The dr was not aware of calibration status of generators. In each case, catheter was removed with broken cutting wire by pulling through ureter with wire inverted. Dr stated he had to use a little force in order to get wire to invert. There was no injury ot either pt and both cases were successful out to several months of follow up.